Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead experienced diaphragm stimulation. Patient was dependent and has a good threshold 1.2 volts at 0.4 milli seconds. Moreover, a pulse width threshold was taken and was 1.6 volts at 0.3 milli seconds. The patient was left programmed to 1.7 volts at 0.9 milli seconds and experienced a minimal diaphragm stimulation. The plan was to abandon the current rv lead and replace. Subsequently, this rv lead was abandoned and remains in service. No additional adverse patient effects were reported.